Event description:
The customer reported that an iris pot error message displayed on the dog house of the mainframe. They had to reboot the system in order to complete the case.

Manufacturer narrative:
The ge svc rep replaced the collimator and aligned the system. The system functions as intended.